Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has become superficial. The patient underwent an ipg replacement and pocket revision. The patient was doing well postoperatively. No device malfunction was suspected. The explanted product was kept by the facility.